Manufacturer narrative:
During functional testing the thermogard xp ivtm system (sn (B)(4)) lost power. The fault was found to be due to the damaged fuse holder. Upon visual inspection no physical damage was observed. Upon replacement of the left rear bracket assembly, the console was functionally tested and it functioned as intended without any errors observed. The thermogard is a reusable device and has exceeded its expected service life of 3 years. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
As reported, during testing, the biomed noticed that the thermogard xp ivtm system (sn (B)(4)) lost power and the fuse was blown. No known impact or consequence to the patient.